Event description:
It was reported that prior to implant, the battery voltage was 3.14 v before charging and 2.82 v after charging. The doctor thought that this was a large decrease. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.